Manufacturer narrative:
(B)(4). Multiple attempts have been made to try to schedule the repair of this device but no response received from the customer. A supplemental report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and was informed that the ventilator had fallen over. The se replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter pcb, gui liquid crystal display (lcd), and gui housing. The ventilator passed the entire required test.

Event description:
It was reported that the ventilator had a blank display. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a blank display. The evaluation of the device has not been completed.